Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (205.2 iu/ml, 208.6 iu/ml and 216.8 iu/ml), all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Received email from distributor alleging false negative urine hcg tests for three different patients on the same day. Date of occurrence: unknown. No specific patient information provided. All three patients had a positive pregnancy tests at home; therefore blood work was done on the same day with a positive result. No hospitalization and/or further treatment was necessary for the patients due to this alleged fn result. Although requested, no additional information provided. No reported adverse patient sequela.